Manufacturer narrative:
Patient information was requested and was not provided.

Event description:
The customer reported the device will not power on; incorrect input voltage at the hospital site. The customer reported patient involvement and no patient harm.